Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The unit experienced a system error 322 during testing. Further eval determined the system error 322 to be cause by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was found during a baxter eval that a pump has a sys error 322. There was no pt involvement.